Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+1.5/099 (sphere/cylinder/axis), tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved.